Event description:
Initial free t3 result of 4.61 pg/ml. Same sample repeated using different methodology recovered 7.98 pg/ml. If additional information is received, appropriate notification will be provided.